Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear extending starting at proximal markerband and extending 13mm distally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-08356. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Two 10/4.00 flextome¿ cutting balloon¿ catheters were selected for use. During procedure, after the device crossed the lesion, it was noted that the balloon ruptured. The device was completely removed from the patient's body and was replaced with another 10/4.00 flextome¿ cutting balloon¿; however, balloon rupture was also noted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08356. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery (rca). Two 10/4.00 flextome¿ cutting balloon¿ catheters were selected for use. During procedure, after the device crossed the lesion, it was noted that the balloon ruptured. The device was completely removed from the patient's body and was replaced with another 10/4.00 flextome¿ cutting balloon¿; however, balloon rupture was also noted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.